Manufacturer narrative:
Unit alarmed failed battery test after battery installation due to corroded battery tube. Unable to monitor for low battery life due to failed battery test. Unit received with cracked battery tube threads, case at display window corners and case at reservoir tube window corners. Unit received with broken reservoir tube lip. Unit received with missing end cap sticker. Unit received with minor scratches on lcd window and reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a shortened battery life and cracks around the battery compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.